Event description:
A malfunction was reported on a customer's pump. There was no reported impact to the customer¿s blood glucose level. Customer was provided with information for resetting the pump, and with assistance from technical support, they successfully reset it. The malfunction code did not recur, and the customer was advised to reload the cartridge independently and to contact technical support if any issues reoccurred.